Event description:
Report from user facility indicates that three (3) employees experienced red and sore eyes and shortness of breath. The employees vacated the room and none sought medical attention. This report is the second of three reports.